Event description:
Complainant alleged that during a routine shift check by a clinician the device was unable to detect the defibrillator paddles. Complainant indicated that there was no pt involvement in the reported malfunction.